Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07302. (B)(4) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was located in the proximal left circumflex (lcx) artery with a 80% stenosis, a length of 16 mm, and a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with predilatation, placement of a 2.75x16mm study stent and post-dilatation with 0% residual stenosis. Target lesion #2 was located in the proximal left circumflex (lcx) artery with a 80% stenosis, a length of 20mm and a vessel diameter of 2.75mm. Target lesion #2 was treated with predilatation, placement of a 2.75x20mm promus element¿ plus drug-eluting stent and post-dilatation with 0% residual stenosis. Subsequently, during the index procedure, the patient experienced mi. One day post procedure, cardiac enzyme elevation was consistent with the protocol definition of mi with a peak ck-mb value and the event led to the prolongation of the initial hospitalization and the patient was treated with medications. Two days post-index procedure, the event was considered recovered/resolved. A day after, the patient was discharged on clopidogrel.